Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat troponin-I result generated on the architect i1000sr analyzer for one patient sample. The following data was provided: initial troponin-I result = 0.115 ng/ml (customer¿s diagnostic cutoff is >0.04 ng/ml is critical) result not reported out of the lab. Repeat result in duplicate = < 0.010 and < 0.010 ng/ml (negative). On (B)(6) 2024, the customer provided another patient with false reactive architect havab-g results generated on architect i1000sr for one patient. The following data was provided: patient a data: initial testing ran on (B)(6) 2024 at 1:30pm. Havab-g=reactive. Reran patient a tests on (B)(6) 2024 at 3pm. Havab-g= nonreactive. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the 100ul trigger pump (rohs) was "gritty" and was dripping/leaking. The fsr replaced the part which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending for the architect i1000sr did not identify any trends. A review of tracking and trending for the 100ul trigger pump (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr for serial (B)(6) or the 100ul trigger pump (rohs) were identified.

Event description:
The customer reported a false positive architect stat troponin-I result generated on the architect i1000sr analyzer for one patient sample. The following data was provided: initial troponin-I result = 0.115 ng/ml (customer¿s diagnostic cutoff is >0.04 ng/ml is critical) result not reported out of the lab. Repeat result in duplicate = < 0.010 and < 0.010 ng/ml (negative). On (B)(6) 2024, the customer provided another patient with false reactive architect havab-g results generated on architect i1000sr for one patient. The following data was provided: patient a data: initial testing ran on (B)(6) at 1:30pm havab-g=reactive. Reran patient a tests on (B)(6) at 3pm. Havab-g= nonreactive . There was no impact to patient management reported.